Event description:
Pt was transferred from hosp on 3/14/97 following placement of a biventricular assist device for cardiogenic shock. The pt underwent a surgical procedure to remove the bivad on 3/25/97. The procedure was complicated by hemodynamic instability of one hour requiring blood infusion and vasopressor support, as well as clot removal in the left ventricle. The pt awoke from the surgery with dense left hemiplegia. The abiomed device was suspect in the pt outcome. The suspect device was returned to med ctr.